Event description:
It was reported that during a suprarenalectomy procedure, the clip would not reopen. The instrument would not reopen and the jaws remained blocked on the tissues. The surgeon reopened the instrument but it was difficult. There was no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.